Event description:
Report received from (B)(6) stating that the device had hose damage. The device was being used during surgery, but there were no injuries. It is unknown if there was any medical intervention or a delay in surgery. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).